Event description:
During a lung-surgical intervention, it come to an incident with very high lost of blood. Hanging one of the blood bags, blood suddenly shot outo f the used bag (which was under pressure) from the spike, from the disconnected side (as there was a change of the bag0. The clamp at this side was definitely closed. At a more exact examination, they saw that the bose had slopped out of the clamp interally. That is why about half of the contents of the blood bag drained to the ground. There was a second incident during this procedure. Touching the roll-clamp underneath, the dripping chamber, the luer connection which is below, detached. Again a large amount of blood drained to the ground.